Event description:
It was reported that several piccs were found to be leaking, around insertion site, during fast flush prior to chemotherapy. Internal fractures - patients sent for linograms where fractures were confirmed and lines removed. Some patients continue therapy via cannula, others had treatment delayed with new PICC insertion. There was no report of patient harm. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheters was confirmed. The products returned for evaluation was two 4 fr s/l groshong nxt clearvue catheters attached to their nxt connectors. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and three splits were observed for sample 1, one split between the 39 cm and 38 cm depth markers, a second split between the 34 cm and 33 cm depth markers, and the third split between the 33 cm and 32 cm depth markers, and for sample 2 a split was observed between the 35 cm and 34 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheters appears to have contributed to the observed leaks. An examination of the catheter structures revealed no potential damage/defect related to manufacture of the products. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 7/23/2025: patient had a psychological impact; however, details were not provided.